Manufacturer narrative:
The product investigation was completed. Device evaluation details: the catheter was inspected, and it was found reddish material inside of pebax and a hole. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30345593m number, and no internal action related to the complaint was found during the review. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The biosense webster¿s product analysis lab received a thermocool® smart touch¿ bi-directional navigation catheter identified a hole in the pebax with reddish material inside. No information has been provided regarding a patient or ablation procedure. No patient consequences were reported. The hole in the pebax is MDR-reportable.